Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during procedure the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.